Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked battery tube threads and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer was trying to fill the reservoir and needed assistance. Customer stated that insulin was coming out of the pump, but it was not recognizing that the reservoir was present. Therefore, insulin was squirting out during the priming process and the motor was not slowing down. Customer's blood glucose levels were 125 mg/dl at the time of the call. No further information was reported.